Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced an infusion set tubing detachment event on (B)(6) 2025. The site of detachment was at the quick release. The insertion site was located at thigh. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.